Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The representative reported that the power switching board and the computer for the imaging system were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspect power switching board has been received by the manufacturer for evaluation. However, results are not available at this time. The suspect computer for the imaging system has not been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that, while outside of a procedure, the imaging system could not establish communication between the power switching board and the computer for the imaging system. No additional information was provided. There was no patient present when this issue was identified.

Manufacturer narrative:
The analysis of the power switching board was completed by medtronic personnel. The device was found to be fully functional with no problem found. The reported event could not be duplicated by medtronic personnel. The computer for the imaging system was returned to the manufacturer for evaluation. Testing found that the firmware was not present on the imaging system. The firmware installer was then run and found that the serial card for the computer malfunctioned.